Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the external and internal valves torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Inspection of the hemostatic valves also confirmed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the complaint summary, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device.

Event description:
It was reported that during a de novo pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. During preparation, it was noted that the sheath always had air bubbles during aspiration. Due to the air leakage, another faradrive sheath was used to complete the procedure successfully with no patient complication. The device is expected to be returned for analysis.

Event description:
It was reported that during a de novo pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. During preparation, it was noted that the sheath always had air bubbles during aspiration. Due to the air leakage, another faradrive sheath was used to complete the procedure successfully with no patient complication. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.